Manufacturer narrative:
The "failure to follow instructions" was selected based on the field report and the observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that this lead was explanted due to it dislodged since the patient experienced twiddler syndrome. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.